Manufacturer narrative:
Other text: h3, h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that two pumps were giving high pressure error. The cassette was changed on one of the pumps and it fixed the error, but then gave the high pressure error shortly after changing. The patient changed the tubing and cassette and the pump was able to continue the infusion. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. There was a backup device and the patient was able to continue infusion. This is a continuous infusion. Additional information (patient details) was provided by the distributor of the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.